Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on the gathered information, the root cause was attributed to a defective shaft encoder. The risk is in the acceptable region. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11:livanova deutschland manufactures the s5 control panel. The incident occurred in germany. A livanova field service engineer (fse) representative was dispatched to the facility to investigate the device and could confirm the reported issue, and the shaft encoder was replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the s5 control panel showed error message "encoder defective". The event occurred during priming. There was no patient involvement.